Event description:
It was reported that during a da vinci s hysterectomy procedure, one of the blades from the monopolar curved scissors instrument broke off and fell into the patient. The procedure was extended 3.5 hours due to the time spent by the surgical staff looking for the broken blade. A gel port was added and a port incision was extended in order to inspect the patient's bowel and remove the broken blade. The planned surgical procedure was completed.

Event description:
It was reported from a cord blood processing facility during preparation of cord blood product for a controlled rate freeze that a small leak was observed from the small compartment of the freezer bag component of the device. Approximately 3 ml of cord blood product was lost during transfer of the contents of the small compartment to another freezer bag.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.